Event description:
On 3/26/1999 pt had shunt replaced that had initially been placed 4/1998 (MFR. Report #2021898-1999-00058, - 00059). The pt continued to be confused and also had speech difficulties. The shunt was patent and seemed to be functioning. Shunt was replaced on 3/31/1999. Reference report #2021898-1999-00061 for peritoneal catheter.